Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the sensor was not working. The perfusionist turned the unit on and it displayed dashes instead of a number for the fractionated oxygen (fio2). He tried to calibrate three to four times and the unit did not do anything. They finished the case without using this unit. The perfusionist had a cdi 500 monitor that they used at the same time. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.